Manufacturer narrative:
Investigation summary: the returned device was visually inspected and reddish material was found inside the pebax, however, no visible damage was observed. Per the event, the catheter was tested for electrical performance and it was found within specifications. Per the condition observed a scanning electron microscope (sem) testing was performed and the results showed evidence of a hole, stress marks and mechanical damage on the surface of the pebax. It is possible that the damage was generated with an unknown object. No other anomalies were observed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. During manufacturing process, all the catheters are inspected for visual damages before packaging. On line inspections and functional tests are in place to prevent this type of damage from leaving the facility. The customer complaint cannot be confirmed. Based on available analysis finding results, the damage on the pebax does not appear to be caused by any internal biosense webster inc. Processes since the device was manufactured in accordance with documented specification and procedures. (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a thermocool® smart touch® sf bi-directional navigation catheter. Initially, it was reported that when the thermocool® smart touch® sf bi-directional navigation catheter was connected, a signal noise occurred at only 1-2 on both the carto and the recording systems. These electrical potentials could not be interpreted. The cable was changed but the issue continued. The issue was resolved by exchanging the catheter. The procedure was completed without patient's consequence. This noise issue was assessed as not reportable as the noise described only effected partial signals. The patient's heart rhythm was still visible to the operator when the signal noise occurred. The risk to the patient was low. The biosense webster failure analysis lab received the catheter for evaluation and during the initial inspection found on (B)(6) 2017, "reddish material under the pebax. No damages were found on the pebax or other parts of the catheter." The issue with the reddish material under the pebax was assessed as not reportable. If foreign material was found underneath the pebax, however; there was no damage to the pebax integrity, then the potential that it could cause or contribute to a death or serious injury was remote. During additional assessment on (B)(6) 2017 the biosense webster failure analysis lab found, ¿reddish material under the pebax, and a possible damage¿. After further review of the possible damage, it was noted as a scratch on the pebax surface. However, there was no evidence of any integrity issue with the pebax. Therefore, the additional issue of the scratch noted was assessed as not reportable as there was no damage to the pebax integrity. On (B)(6) 2018 the scanning electron microscope (sem) results were received which showed evidence of a hole, stress marks and mechanical damage on the surface of the pebax. It is possible that the damage was generated with an unknown object. No other anomalies were observed. The hole noted on the pebax was assessed as a reportable malfunction as the pebax integrity had been compromised. The awareness date of this reportable malfunction was (B)(6) 2018.